Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the doctor mentioned that he has been having trouble with clips forming an oval shape, rather than closing along the length of the clip. The distal tip is closing but the proximal portion of the clip is "bowed". This didn't happen during every firing. No pt consequences.